Manufacturer narrative:
On 18 june 1998, the physician reported that the bruising, hypersensitivity & pain resolved approximately two months after the treatment (approximately 25 march 1997). No final diagnosis or etiology was determined for the swelling around the eyes. The pt was considered lost to follow up.

Event description:
A physician reported a pt who was treated on 1/25/97 into the glabella. The physician injected intradermal lidocaine prior to the treatment. The physician noted immediate bruising and swelling which extended from the glabellar injection to the area around the eyes. He was not sure if the swelling was related to the lidocaine injections done prior to the collagen or to the collagen. The pt also experienced pain during the procedure which was related to the needle and the injection procedure; the pt is more sensitive than the average person. The pt called on 1/26/97 to report increased bruising at the treatment site. On 1/27/97, the physician prescribed oral prednisone. On 1/28/97, the bruising was decreased. It was unknown if the pain persisted. On 2/5/97, redness persisted at the treatment site. On 2/18/97, they spoke to the pt by phone; the swelling and brusing were gone, but the glabella still had a slight reddish-purple discoloration. At the end of 2/97, there was persostent slight discoloration. The retest site remained negative. The physician believed the persistent discoloration could represent a hypersensitivity.